Manufacturer narrative:
Mml ref#: (B)(4). Other device: model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had fallen four times under the influence of alcohol and started to have issues with the left lead from (B)(6) 2022 to (B)(6) 2023. During those times, the left lead has been programmed multiple times due to high impedance over time. On (B)(6), 2023, the device was reprogrammed to unilateral stimulation until revision surgery of the left lead could be scheduled. On (B)(6), 2023, the patient underwent revision surgery to replace the left lead. The right lead was also replaced as a precautionary as one electrode showed high impedance at the time of the revision procedure. Both leads were removed completely and two new leads were implanted. There was no report of patient harm or injury as a result of this incident.

Manufacturer narrative:
Mml ref#: c-00852. Other device: model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI: (B)(4). The lead assemblies were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the percutaneous stimulation leads. Although requested, no patient information was provided.

Event description:
It was reported that the patient had fallen four times under the influence of alcohol and started to have issues with the left lead from (B)(6) 2022 to (B)(6) 2023. During those times, the left lead has been programmed multiple times due to high impedance over time. On (B)(6) 2023, the device was reprogrammed to unilateral stimulation until revision surgery of the left lead could be scheduled. On (B)(6) 2023, the patient underwent revision surgery to replace the left lead. The right lead was also replaced as a precautionary as one electrode showed high impedance at the time of the revision procedure. Both leads were removed completely and two new leads were implanted. There was no report of patient harm or injury as a result of this incident.